Manufacturer narrative:
The device was returned and customer allegation was confirmed. An inspection at the repair center revealed, the nozzle was clogged with foreign material. The inspection engineer failed to remove the foreign material. It was also noted that the angle was insufficient; the angle was then adjusted. The insertion section was buckled. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the air/water feeding was insufficient. The issue was found during regular maintenance. There was no procedure or patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.